Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on may 3, 2016. It was further reported that the backed-out screw was causing the patient¿s skin to ¿tent¿ was easily removed during the (B)(6) 2016 surgery.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for unknown screw/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a sales consultant that a screw backed out and is causing pain. The patient had the plate removed on an unknown date. The original femur orif was performed on (B)(6) 2015. This complaint involves one device. This report is 1 of 1 for (B)(4).